Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes a device malfunction was identified as the pump deflation ball was identified to be misaligned and the pump failed the deflation test. It is likely that the deflation ball misalignment or displacement of the pump occurred due to simultaneous compression of the deflation button and pump bulb. The device operating room manual indicates that simultaneous compression of the deflation button and pump bulb could lead to a malfunction of the device. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. Under microscope it was observed that the pump deflation ball was identified to be misaligned. The pump was functionally tested to confirm the functionality and failed deflation test. Product analysis concluded these deflation issues could affect the functionality of the device. Product analysis identified a device out of specification with the returned pump. Labeling review: a review of the device operating room manual (orm) was performed. The orm states: do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the pump deflation spring is indicative of simultaneous compression of the deflation button and pump bulb. Based on the statements provided throughout the orm, it can be concluded that a problem does not exist in the orm. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was returned without a device allegation. The pump was inspected and analysis identified that the deflation ball was misaligned. In addition, the pump failed the deflation test. No further information is available.